Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the tubing separated from the connector. The following information was provided by the initial reporter. The customer stated: "in the emergency department, the product connector was disconnected from the extension tube during use."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the tubing separated from the connector. The following information was provided by the initial reporter. The customer stated: "in the emergency department, the product connector was disconnected from the extension tube during use."